Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a system alarm/occlusion alarm while infusing a routine order sodium chloride/normal saline (ns) and dexamethasone. The volume to be infused of the dexamethasone (primary line) was 50 ml programmed to run at 250ml/hr which is the line with the occlusion errors. The volume to be infused for the secondary line of ns was running "concurrently for comfort" at 250ml/hr. The customer stated "the primary line and showed almost no pressure on the monitor. If this was stopped, the dex short set would run with pretty high pressure for just a minute or 2, then would alarm with occlusion". The infusions were programmed using guardrails and when pumps were switched the infusions were programmed as IV maintenance fluids (with the same results). There was patient involvement, but no harm.